Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed multiple non sustained ventricular oversensing episodes due to oversensing of noise. The patient did not receive therapy during the oversensing. The noise could be replicated with myopotential exercises. Programming changes were performed. There were no consequences to the patient.